Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. Customer's blood glucose level was 2.3 mmol/l at the time of incident. Customer did not mention any treatment and symptoms related to low blood glucose level. The insulin pump will not be returned to analysis.